Event description:
It was reported the ventricular plug was defective. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricular output connector was broken. Analysis also found both bail covers were cracked. It was noted the atrial heartwire functional resistance test had failed; this was resolved by cleaning the heartwire connector.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.